Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Rep reported that patient's right hip was revised 1 day post primary implant after post-op x-rays showed that the metal mdm liner was not seated properly in the shell. Patient was revised the next day to same size mdm/adm liner construct with another biolox ceramic head and added sleeve.

Event description:
Rep reported that patient's right hip was revised 1 day post primary implant after post-op x-rays showed that the metal mdm liner was not seated properly in the shell. Patient was revised the next day to same size mdm/adm liner construct with another biolox ceramic head and added sleeve

Manufacturer narrative:
An event regarding seating/locking issue involving an mdm liner was reported. The event was confirmed. Confirmed: through review of the provided x-rays by a clinical consultant. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: a total hip arthroplasty was performed on an obese male. An mdm liner was implanted improperly. It was realized on the post-operative radiograph. As a result the patient was brought back to the or the next day for revision. Obese patients present technical challenges for total hip arthroplasty and literature shows increased risk of malpositioned components. The mdm liner may be more challenging to seat than a polyethylene liner and needs to be carefully inspected after implantation. The operative report is not provided so there are no details about the implantation. There is no indication of device failure. No results of the revision procedure are available. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that: a total hip arthroplasty was performed on an obese male. An mdm liner was implanted improperly. It was realized on the post-operative radiograph. As a result the patient was brought back to the or the next day for revision. Obese patients present technical challenges for total hip arthroplasty and literature shows increased risk of malpositioned components. The mdm liner may be more challenging to seat than a polyethylene liner and needs to be carefully inspected after implantation. The operative report is not provided so there are no details about the implantation. There is no indication of device failure. No results of the revision procedure are available. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.